Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had the locking pin stuck inside was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was making excessive noise and had insufficient/low power. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the hose of the motor device was damaged, the device had insufficient/low power, and was making excessive noise. It was further determined that the device failed pretest for hose assessment, noise assessment, and rotational speed assessment. It was noted in the service order that the device had the locking pin stuck inside. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.